Manufacturer narrative:
(B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 143 mg/dl (aviva) and 64 mg/dl (compact plus) customer was experiencing hypoglycemic symptoms of confusion. Customer's wife gave him orange juice, which the customer drank on his own. No adverse event reported. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 81 mg/dl (aviva) and 49 mg/dl (compact plus) customer was experiencing hypoglycemic symptoms of confusion and weakness. Customer's wife gave him orange juice, which the customer could not drink on his own. No adverse event reported. Requested return of suspect device and strips. Replacement was sent.